Event description:
It was reported by repair work order that the uprights were loose and would slip due to loose/missing bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.